Event description:
During follow-up, high defibrillation impedance and oversensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. No intervention has been performed. The patient was in stable condition.

Event description:
Additional information was received indicating the event was resolved by capping and replacing the right ventricular lead.